Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer states that his blood glucose and sugar glucose readings are at least 100 mg/dl different from one another. The customer also states that they have been receiving low alarms. The sensor would consistently read 40 mg/dl. The customer's current blood glucose was 175 mg/dl and the sugar glucose was 63 mg/dl. The customer is on blood thinners and they place the sensor on the hip. Advised to return the sensor for analysis. No further information was reported.

Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for high readings 1 remaining sensor passed per specification with accurate readings.